Event description:
It was reported that the programmer's hinge door housing the power cord was missing parts and that it was unable to keep the compartment closed. It was further requested that the programmer receive a test and calibration procedure. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of damage to the power cord bay door assembly and further noted that the programmer was contaminated inside beyond what would be economically repairable. It was to be scrapped and replaced. Product ID: 229047 software analyzer. (B)(4).